Event description:
It was reported that the pt experienced intermittencies followed by a loss of lock. External equipment was exchanged. However, the problem was not resolved. Surgery to explant the pt's device took place in 2008. The pt was reimplanted with another advanced bionics cochlear implant.